Manufacturer narrative:
The field service rep was unable to determine a cause. He inspected ise, control and precision check with all results okay. He also cleaned dilution vessels and flow path on both units, checked condition of all syringes and seals, and checked probe alignments which were all okay. To verify analyzer performance, ise check was repeated, controls, calibration and ise precision studies were run with all results within spec.

Event description:
User rec'd high sodium results for multiple pt samples which had been reported out. Exact number of pt samples affected was not provided. A physician called questioning the high sodium results reported for his pts. On (B) (6) 2009, the user pulled multiple pt samples and reran them on an integra 800. Sample type is serum. The following six pt samples provided were discrepant. Sample 1, (ER patient), initial result 144; repeat 134 mmol per l. Sample 2, initial result gave 143; repeat gave 131 mmol per l. Sample 3, initial result gave 140; repeat gave 132 mmol per l. Sample 4, initial result gave 144; repeat gave 134 mmol per l. Sample 5, initial result gave 140; repeat gave 134 mmol per l. Sample 6, initial result gave 144; repeat gave 134 mmol per l. Initial results were reported. User said they have not yet corrected the results, but they will. No info was provided to determine how many corrected reports were issued or which pt results were corrected. User said he has not heard of any pt being adversely affected and they do not investigate if pts were affected. They only know if doctors call and tell them.